Manufacturer narrative:
Device evaluation: the field service engineer (fse) reported that there no further issues reported.the ventilator is ready for use. The ventilator has been returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The customer's biomedical engineer evaluated the ventilator and found the compressor inoperative-no ventilation in the ventilator patient memory logs. The engineer found no errors in the ventilator's diagnostic logs. The biomed will perform ventilator testing on a test lung and report any further issues. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator stopped ventilation. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.